Event description:
The customer reported the system displayed a control panel error. This error caused the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on generator power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.